Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered appropriate therapy for the patient who had rapid ventricular rate (rvr). The device was nearing recommended replacement time (rrt) and the shocks caused the device to go into a power-on reset mode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.